Event description:
It was reported that the patient underwent a revision procedure due to recurring incontinence when coughing or using heavy objects that began 1 month prior to the revision procedure with an artificial urinary sphincter (aus). The aus cuff and pump were explanted and a new aus cuff and pump was implanted. The patient got better following the procedure and no further pads are required.

Manufacturer narrative:
The returned device was analyzed and the reported allegations of incontinence was confirmed. Based on a review of all available information, the cause of the reported event was due to a cuff tear identified in the cuff shell.

Event description:
It was reported that the patient underwent a revision procedure due to recurring incontinence when coughing or using heavy objects that began 1 month prior to the revision procedure with an artificial urinary sphincter (aus). The aus cuff and pump were explanted and a new aus cuff and pump was implanted. The patient got better following the procedure and no further pads are required.